Manufacturer narrative:
The device was returned for evaluation. The handshake, coil, sheath and burr were microscopically and visually inspected. The annulus was damaged. The guidewire was kinked and showed evidence of interaction with the burr, which is consistent with the annulus damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03669. It was reported that the wire became tangled with the burr. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During procedure, it was noted that the rotawire got tangled with the burr. Both devices were then simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was further reported that the intentional cutting of the rotawire was done to remove the tangled burr and wire. After the rotawire was cut, burr and part of the wire and remaining portion of the wire itself were separated and simply pulled out from the patient¿s body; two separate parts of the wire were received for analysis.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03669. It was reported that the wire became tangled with the burr. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink¿ burr and a 330cm rotawire¿ were selected for use. During procedure, it was noted that the rotawire got tangled with the burr. Both devices were then simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rotawire was intentionally cut during the procedure. And, it was also confirmed that there were no fragments left inside the patient's body.